Event description:
It was reported that during pacemaker check, noise and increased impedance were observed. The lead remains implanted.

Manufacturer narrative:
Please retract this MDR 2017865-2012-06544. Duplicate report filed on 07/10/2010 2017865-2010-02800.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.